Event description:
Procedure: ventral hernia repair. According to the reporter, the original procedure was performed in 2007. During the procedure, mesh was placed. The pt awoke in severe pain and nauseated. Vomiting occurred. CT scan ordered on three and 2 holes were found in the mesh. Also according to the reporter, the surgeon stated, "this could have occurred due to coughing." On five days later, the pt was brought back to surgery due to needle being left inside the pt. As of two days later, the pt was still hospitalized and was not eating, but had no liquids.